Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg 30-40s mg/dl). Food was consumed to address bg. The customer reverted to using manual injections for insulin therapy. The customer reported the pump settings were incorrect. Tandem technical support advised the customer to discuss the pump settings with a healthcare provider.